Event description:
Related manufacturer reference number: 2017865-2022-46846. It was reported that a patient presented to the hospital after experiencing discomfort and pain. Magnetic resonance imaging (MRI) was performed, which confirmed that the patient's right atrial and right ventricular leads had perforated his heart tissue. It was deemed to dangerous to reposition the leads, and no form of intervention was reported.

Event description:
New information notes that an x-ray was performed on (B)(6) 2022 that the right atrial and right ventricular leads were in situ, as originally implanted. Both leads were explanted during an entire pacemaker system explant procedure on (B)(6) 2022.